Event description:
It was reported that the right ventricular lead had high thresholds, low impedances, oversensing, and was intermittently not capturing. Since the intermittent capture was noted during an operative procedure, temporary pacing was performed via transthoracic paging electrodes and an external pacer. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.